Event description:
It was reported that post implant, the right ventricular (rv) lead had high thresholds. An x-ray confirmed that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6) 2014; 4396 lead, implanted (B)(6) 2014. (B)(4).